Event description:
The customer reported that while attempting to load the sensor into the serter, the sensor needle kept breaking. The customer also reported receiving a lost sensor alert the night prior to the call and removing the sensor. The customer stated that she had received weak signal alerts also, and was unable to correct the issue. Blood glucose levels at the time of the incident and call wer not provided. The customer was advised that the sensor and serter would be replaced and agreed to send in the serter for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.